Manufacturer narrative:
Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported that a patient, who had an atsa, underwent a revision to a rtsa. Anatomic components removed and replaced with reverse components. Reason for revision unknown. The patients last known state was indicated as stable. No further information.